Event description:
Customer submitted medwatch form to FDA to report a broken feeding tube tip in the pt while the tube was indwelling. The broken tip did not appear to migrate through the gut. As a result of an related disease process, the pt had surgery earlier in the month to remove necrotic bowel. The customer noted that the cause of the necrotic bowel was unrelated to the feeding tube tip. The feeding tube tip was recovered during that surgery.

Manufacturer narrative:
A visual exam of the recovered broken tip under magnification revealed a definitive saw-toothed pattern where the tip was detached, strongly suggesting a mechanism involving external trauma such as cross-clamping with a hemostat with serrated jaws at the distal side hole located at approx 1.5 cm from the tip. Therefore, the most probable root cause is operational context. The instructions for use states "polyurethane feeding tubes are fragile and must be handled with care. Forceps, clamps, and sharp instruments can damage polyurethane feeding tubes." A review of the device history record was not possible as the complainant did not provide a lot number.